Event description:
The patient contacted animas on (B)(6) 2012 reporting that the insulin on board (iob) calculation appeared to be incorrect. The patient reported that an ezcarb bolus was delivered for breakfast in the morning. The patient indicated that at lunch time, greater than four hours later, the pump still indicated insulin in the iob. The pump settings were reviewed and confirmed that the iob was turned on with a duration of 4 hours. The bolus history was reviewed and found that the last bolus was 11:03 am, at 3:33 pm the pump indicated 1.26 units still remaining in the iob. This report is made based on the allegation of the iob calculation issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.